Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 7.5 mmol/l at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.